Event description:
The patient had an upgrade to a biventricular device three years ago due to reduced ejection fraction and symptoms of heart failure. Recent analysis has shown that the right ventricular (rv) lead is now dysfunctional and the device reached early replacement indicator (eri) prematurely. The generator was changed and the lead replaced. The patient did well and was discharged the next day. Note: the generator was sent to risk management, but it is noted that the lead had been discarded.